Event description:
After an angioplasty of the superior femoral artery, "they were pulling the catheter across the aortic bifurcation and through previously placed bi-lateral iliac stent, the catheter caught non the edge of the stent and separated." Reportedly a snare was used to remove the catheter segment and the procedure was completed successfully with no pt complications. Additional event specific info has not been made available.